Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high, to 400 mg/dl. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated and the insulin was clear and not expired. The time and date were correct. The bolus history displayed all entries based on the customer's recollection. The customer was advised to call back with tubing clamps available to perform the high pressure test. He was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.